Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had pain at the pocket site due to the pocket moving lateral to medial. There was a pocket revision with tyrx to resolve the issue. No further complications were anticipated/reported.